Manufacturer narrative:
The event of ¿lead was torn at the proximate part of the lead¿ was reported to abbott and confirmed. As received, only the proximal portion of the lead was returned in one piece. Visual examination found multiple external abrasions breaching the optim sheath only. The lead body was damaged distal to the suture sleeve tie impression. In this region, the optim sheath and lead body tubing were damaged. All the filars of the inner coil and cables were fractured. Scanning electron microscope evaluation was performed and verified that all filars of the inner coil were fractured consistent with bending fatigue. The cause of the reported event was due to damaged lead body and fractured inner coil distal to the suture sleeve tie impression.

Event description:
During an elective replacement procedure for an unrelated device, damage was visually observed on the right ventricular (rv) lead. The lead was capped to resolve the event. The patient was stable.